Event description:
On (B)(6) 2026, a facility representative reported via sems-(B)(4) that an abs-8981-12s 12mm oats 2.0 single-use set tip broke off during a case. With it broken, it made the plug depth way off, so they added a bone graft to make up for it. Integration reliability will investigate to resolve the issue. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.